Manufacturer narrative:
Complaint (B)(4). No samples were provided for evaluation. We have no remaining inventory on the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint is closed as cannot be determined.

Event description:
Customer advised: "I have had several complaints from op (outpatient) providers on calcium levels being elevated. I thought the issue was a new generation on ca on the ortho analyzer. However, after much investigation. Our ca [calcium] analyte is running within manufacturer specifications. I even went as far to run samples from hrh (another lab site), compared beautifully. I ran my own blood and compared cmp results green/gold. Gold top showed a positive bias."